Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was likely caused to a broken cable unit. However, the definitive root cause of the broken cable unit could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not strike the camera head. The camera head may be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, no image displayed on the hd camera head. There were no reports of patient harm associated with this event.